Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that there was a power issue. If the umbilical cable was disconnected, the fans in the image acquisition station (ias) were still running. There was a drive issue. If e-stop was released during the system booting, there was a beeping sound. Pressing the transportation break button removed the beep sound. There was also an issue with the gantry door. Once the door open button was released while the door was being opened, the door would lose its position. The door then could not be closed completely. Although the door was not closed, the pendant showed the door as closed and ready to take 2d and 3d shots. No patient was present. Additional information was receive. It was reported that the cause of the power issue was unknown. The cause of the drive issue was noted to be due to a damaged cable. It was disconnected from the cable port and appeared to have been a problem that occurred during production. The cause of the gantry door issue was due to a broken door switch. It was clarified that the door losing its position would occur when the door was being opened. When the button to open the door was released, the door would stop opening. When the button was pressed again, the rotor would try to find the correct position again, and the door would open again. After the door was completely opened, and the "door close button" was pressed, the door would close until the position that the "door open" button had been released. That is when the pendant showed the door as closed and ready to take 2d or 3d shots. It was noted that the door could manually be opened and closed with a service tool.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and failed mechanical inspection. During system boot up, there were three beeps. The cover was opened and a cable connection was checked on the motor drive board. One of the cables was disconnected. The cable was repaired and connected again. The beep sound was removed and the image acquisition system (ias) could move using motor drive. The failure was resolved. Codes b01, c02 and d02 are applicable. A second system service was done to check the door function. The representative attempted to install firmware for the gantry motion controller which did not resolve the issue. The gantry cover was opened and the cable connection passed checkout. It was found that one of the door switches was damaged and needed to be replaced. It was noted that the system was performing as intended. Codes b01, c07 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: correction to the information submitted regarding the second system service. After the findings were reported it was noted that the system was performing as intended. Correction - the system was not performing as intended due to failing mechanical inspection as the door switch had a problem. The rest of the information is still applicable and codes b01, c07 and d02 are still applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: none. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.